Event description:
The customer reported being hospitalized for high blood glucose. Customer received button error alarms and buttons did not respond.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.